Event description:
Customer stated "pad smoke and flamed. Said that the pad burnt back in 2007 and is not sure whether he reported years ago." Customer is reporting the incident 10 years later. The product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without the presence of product, bce cannot make any further determinations.